Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.sheath: 5f. Dilator: 11f. Zenith endovascular graft (cook); heparin.the customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician used the pre-closure technique in the right common femoral artery prior to an abdominal aortic aneurysm (aaa) procedure using a prostar xl device. Reportedly, deployment of the prostar xl was uneventful, the sutures set aside to perform the aaa procedure. After completion of the aaa procedure, while advancing the sutures, the white suture broke, the physician deployed a proglide device and used all the sutures to achieve hemostasis. There was no clinically significant delay in the procedure. The patient did not experience any adverse sequela. The physician did not use excessive force while manipulating the sutures. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. A suture break during suture advancement as reported can be influenced by, but is not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all prostar xl suture lots undergo testing for thickness, tensile strength and visual appearance. Each device is inspected for frayed sutures. At final inspection, all prostar xl devices are inspected for cuts in sutures. A sample of finished devices is taken from each lot and verified for ability to completely functionally deploy and undergo destructive testing. No information was provided regarding user technique or anatomical conditions that may have affected the device performance. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported suture breaking and associated patient effects could not be determined. Review of the device history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis. There does not appear to be any indication of a product quality deficiency.